Event description:
It has been reported that the provisional fractured during the sterilization process.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device was returned for further evaluation. However, the small fragment was not returned. Visual inspection of the device found that the anterior portion of the central post feature had fractured off. There were also nicks and gouges found across all surfaces of the device. DHR was reviewed and no discrepancies were found. The device had an approximate field life of one (1) year and four (4) months with an unknown frequency of use. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.